Event description:
It was reported that the patient fell and was unresponsive, emergency medical services (ems) was called, who called the hospital stating that the pump running symbol was not green, no flow or green arrows were present, and the driveline and power sources were connected. The system controller was exchanged by ems. The flow was reported to have returned to great than 3.0 lpm after the system controller exchange. Log file review was requested which revealed routine events prior to the driveline disconnect at 10:38:38 on 15sep2025. The system controller captured system controller internal fault, low flow, and left ventricular assist device (lvad) off at 10:38:28 on (B)(6) 2025. No other unusual alarms were noted in the log files. Further log file review indicated that the system controller had 2 blown fuses, ocp a and ocp b (overcurrent protection) resulting in the system controller internal fault, lvad off, and driveline disconnect on (B)(6) 2025. The site reported that the lvad appeared to be functioning as intended after the exchange. It was noted that there was rescue tape on multiple areas of the patient's driveline and modular cable. It was recommended to replace the modular cable as well and the modular cable and controller were exchanged and no issues with the second system controller were noted. Additional log files from the patient's new system controller and modular cable were sent which found no unusual events. The patient passed away on (B)(6) 2025 related to pump stops caused by the blown fuses in the system controller, which resulted in neurological insult. It was unknown what the patient's parameters were at the time. The outcome was considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop and a controller internal fault alarm was confirmed via the submitted log files. A review of the submitted controller event log file (125741) spanned approximately 11 days (05sep2025 ¿ 15sep2025 per time stamp). On (B)(6) 2025 at 10:38:28 there was a controller internal fault alarm due to ocp_a_open and ocp_b_open faults which are consistent with damaged fuses. Shortly after while still connected to the mobile power unit (mpu), the pump stopped. The power cables were disconnected at 10:58:09 and the system controller was exchanged and powered off. The system controller was turned on briefly without the driveline connected at 11:47:38 and the controller internal fault alarm was still active. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that the patient's wife reported the patient falling and emergency services stated that the pump running symbol was not green while the driveline and power sources were still connected. The primary system controller was exchanged. Additional information provided by the vad coordinator stated that the pump seems to be functioning appropriately since switching system controllers earlier. The patient had rescue tape on multiple areas of his modular cable but seemed to be functioning appropriately. Technical services recommended exchanging the modular cable as well out of precaution. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The root cause for the reported event was due to damaged fuses in the system controller; however, the root cause for the damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use rev. D section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook rev. A section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller internal fault alarms. Heartmate 3 instructions for use , rev. D section 8-¿equipment storage and care¿ and heartmate 3 patient handbook, rev. A section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.